Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient line was discolored.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose level was 284 mg/dl. Reportedly, a cartridge change was performed to address the issue.